Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mg8043, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture broke when sewing the incision at the time of knotting. Changed another one to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.